Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 mixed tricuspid regurgitation (mr) for a triclip procedure. During the procedure, physician started the procedure with left groin access to have device closer to the physician. After introducing a steerable guide catheter (sgc) into the right atrium. Physician determined that there was a high degree of tortuosity in the left iliac and decided to remove the sgc to insert through right femoral venous access. When tried to remove the sgc, physician added minus to it and did not realize it was already three-fourth turn negative on the sgc. When negative turned more than one full turn, there was a pop felt in the system. When removing the sgc, it did not feel right and respond correctly to the negative. Resistance was noted. It was decided to prepare a new sgc and clip delivery system (cds) to continue the procedure with right side access. All steps were performed as per IFU. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.